Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was between 284-317 mg/dl. Reportedly, the customer continued using the pump and had lantis as alternate insulin therapy.